Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the leads after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician believes the irritation was caused by tegaderm, not the stimwave device. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The provided information does not evidence that the stimwave device contributed to the issue and the allergy is unrelated to the stimwave device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported redness, itchiness and fluid at the lead pull. Antibiotics were prescribed and the physician thinks it might be an allergy to tegaderm. The patient is improving and is being scheduled for a permanent implant procedure.